Event description:
Patient presented to the ed, emergency department, a few days after exploratory laparoscopy with peritonitis. They were taken to the or where they were found to have a through-and-through perforation of the small bowel directly beneath the umbilicus. A limited small bowel resection was performed. During the laparoscopy an ethicon dilating tip trocar 10/12 mm 100mm length was placed at the umbilicus for the panpaview telescope. At the end of the procedure a 5 mm trocar was placed suprapubically for 5mm telescope to visualize the umbilical trocar and incision. Adhesions were dissected with an tripolar forcep. The bowel injury was not noted at the time of the laparoscopy.